Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had timing anomaly. Customer stated that the timings were wrong as the boluses were no longer correctly delivered. Customer also reported that they busted the back frame of the insulin pump and insulin pump got heated after three or four hours. Customer had to cool down the insulin pump before using it. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.